Event description:
It was reported that after the catheter was advanced over the spring wire guide (swg) via subclavian vein, the user tried to remove the swg from the catheter. It was at that time, the swg became stuck and unraveled. As a result, the swg and catheter were removed as one. There were no reported complications. It is unk if a second attempt was made with a new set. Additional info received on (B)(4) 2010 from arrow (B)(4) stated that the swg removal in its entirety was confirmed by x-ray.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.